Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (nov 2019 through oct 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to verify the reported issue and observed that slot #2 would not charge. The stm replaced the power management board then verified both battery slots were charged. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported